Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank display before and after a battery change. Customer also indicated that the pump alarmed battery out limit and low battery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot.